Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('multiple muscle pains') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced myalgia (seriousness criterion medically significant) and tendonitis ("recurring tendonitis"). At the time of the report, the myalgia had not resolved and the tendonitis outcome was unknown. The reporter considered myalgia and tendonitis to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 19-oct-2020. The most recent information was received on 27-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('multiple muscle pains') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced myalgia (seriousness criterion medically significant) and tendonitis ("recurring tendonitis"). At the time of the report, the myalgia had not resolved and the tendonitis outcome was unknown. The reporter considered myalgia and tendonitis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.